Event description:
A malfunction alarm, identified as malf 12, was reported by the customer without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.